Manufacturer narrative:
D4 UDI updated to reflect mosaiq version 2.86.084 h6 updated h11 additional information. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer performed a cone-beam computed tomography (cbct) on a computed tomography (CT) setup field. When mosaiq recorded the cbct, the user noticed that the sagittal value was incorrectly recorded with 7.3 degrees. From the machine logs provided, mosaiq received cbct, structure set and two spatial registrations offset (sro) files. Mosaiq processed the first sro file and recorded the shift offsets. By design, any additional sro files coming after the first one would be rejected. Mosaiq did not have any malfunction and was working as designed and intended. There was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported issues with truebeam CT values not matching.